Event description:
It was reported that two of the four sleeves in the box for the level sensor pads did not have the sensors neatly stacked. This was attributed to the packaging completed by the supplier. No pt was involved.

Manufacturer narrative:
The cause of the reported issue is unk but could be supplier related. A credit was issued and no add'l actions were taken. This report is being submitted to the FDA as a result of a retrospective review of product complaints.